Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) was confirmed based on the review of the archive data but was not confirmed during functional testing. The root cause of the ua45 advisory message was due to the driveshaft not being at the "home" position. However, before sending the platform to zoll for service, the encoder driveshaft had been rotated back to its "home" position, and the ua45 had been cleared. During visual inspection, the top cover and front enclosure were observed damaged, unrelated to the reported complaint. Based on the photos provided by the zoll service team, there was a large crack going around the top cover. Also, the front enclosure was cracked with broken screw bosses. These observed physical damages are the characteristic of harsh impacts due to user mishandling and/or neglect. No documented report was found showing that regular preventative maintenance (pm) was performed on this autopulse platform since it was acquired by the customer in 2008. The damaged covers need to be replaced to address the issues. The platform was further examined, and it was noted that the power distribution board revision level was below 6 and needed to be updated, attributed to the age of the platform. This observation is unrelated to the reported complaint. During further inspection, it was noticed that the clutch plate was sticky, unrelated to the reported complaint. This is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the surface of the clutch rotor, likely attributed to wear and tear. This autopulse platform was manufactured in february 2008 and is over 14 years old, well beyond its expected service life of 5 years. The impact of the sticky clutch was not severe enough to make the platform non-functional. The clutch plate will need to be deburred to remedy the problem. The archive data review indicated multiple ua45 advisory messages around the customer's reported event date, confirming the reported complaint. A user advisory is normally a clearable advisory message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory 45 will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear the user advisory 45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The autopulse platform passed the initial functional test without any fault or error. The reported ua45 could not be replicated during subsequent functional tests. Zoll is awaiting the customer's approval for repair.

Event description:
The customer reported that the autopulse platform (s/n (B)(4) displayed user advisory (ua) 45 (not at "home" position after power-on/restart). The customer was unable to clear the ua45 advisory message. Zoll emailed the recommended instructions to clear the ua45 advisory message to the customer. No further information was provided. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.